Manufacturer narrative:
Manufacturer's investigation conclusion: the reported issues, of a worn mpu patient cable and damaged housing, were confirmed when the unit was evaluated by technical service. The mpu patient cable was noted to be dirty and worn. The housing appeared to have a crack near the ac inlet connector. The unit had been returned from rental/loaner usage. The removed patient cable had typical wear and no obvious damage to the outer jacket. There was some grime and markings on the outer jacket. The removed mpu patient cable was operationally checked with a reference mpu. No functional issues occurred. The mpu output power did not drop out when the cable was manipulated; the output voltages (both no load and loaded) were typical. A superficial mark near the ac inlet connector on the bottom housing was found. The mark was on the outside surface of the bottom housing and did not penetrate the inside of the housing. The mark went across a feature on the housing making it appear as a crack. The superficial mark on the housing was cosmetic. Set up and use of the mobile power unit (mpu) with the heartmate 3 lvas system are documented in the heartmate 3 lvas patient handbook and the heartmate 3 instructions for use (IFU). Alarms and the proper actions to be taken if alarms cannot be resolved are documented in the heartmate 3 lvas patient handbook p. 207 - ¿alarms and troubleshooting¿ and the heartmate 3 lvas IFU p. 7-1 ¿alarms and troubleshooting¿. Specific warnings and cautions regarding the mpu's set up, the potential tripping hazards presented by the mpu patient cable and power cord, and the electrical outlet used (including location and accessibility) are given in both the heartmate 3 lvas patient handbook and the heartmate 3 lvas IFU. The mobile power unit (mpu) assembly was made in sep 2017. The unit was packaged and placed into stock on nov 9, 2017. The unit was a rental/loaner unit ¿ last sent to a customer on oct 23, 2019. The unit was last serviced on mar 20, 2018 ¿ mpu pcba replaced. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the housing of the mpu had a small fracture on the bottom at the ac inlet. The product was replaced.